Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior cervical discectomy at c5-c6 and c6-c7 with rhbmp-2/acs and arthrodesis at c5-6 and c6-7 with plating. The patient later returned home, but his pain and difficulties did not subside, patient now experiences injuries and damages including chronic pain syndrome, neck pain, back pain, desiccated spinal discs, cyst formation, bulging discs, unwanted bone growth, obstruction of airway, deterioration of the spine, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an anterior cervical discectomy, at c5-c6 and c6-c7 with harvesting of iliac crest bone graft and the arthrodesis at c5-6 and c6-7 with plating and rhbmp-2/acs. Patient now reportedly suffers from severe injuries and damages including pain, desiccated spinal discs, cyst formation, bulging discs, unwanted bone growth, obstruction of airway, deterioration of the spine, and narcotic dependence from prescribed painkillers.